Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer blood glucose level was 84 mg/dl. Customer stated insert battery alarm did not display on the pump screen. Customer also stated contacts on the battery cap are neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer stated that insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Device also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device also received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails.